Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing a femoral shaft fracture secondary to subsidence of the femoral component. The patient is experiencing gradually worsening pain in his left thigh.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Review of the primary surgery notes confirms that the patient underwent left uncemented total hip replacement due to left degenerative joint disease. It is noted that femur was hand rasped. The trial components gave good stability anteriorly and posteriorly. The trials were removed and the final components were implanted. Review of the office visit notes state that radiographic results show couple of millimeters of subsidence and a vertical split in the femoral shaft distal to the stem. It has also been noted in the office visit notes that the prostate infection was cleared. It is to be noted that the patient is a truck driver and had gone to work and is lifting heavy pallets. Review of the compatibility of the devices confirmed that these are an approved compatible combination. A product history search revealed no additional complaints against the related part and lot combinations. A definite root cause cannot be determined with the information provided.